Event description:
In 2007, three gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Three days later, a computed tomography scan revealed a distal type I endoleak. Two days later, two additional gore tag thoracic endoprostheses were implanted and the distal type I endoleak was successfully repaired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.